Manufacturer narrative:
Complete event site name: (B)(6). Event site postal code - (B)(6). The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that after about 8 hours of intra-aortic balloon(iab) therapy, blood was seen in the tubing. The balloon was removed and replaced with a new one. There was no reported injury or adverse event to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).